Manufacturer narrative:
The device history record for the injected radiesse lot was not reviewed as the lot number was unknown. Device not returned to the manufacturer.

Event description:
A female patient was injected with an unknown amount of radiesse for nose augmentation on (B)(6) 2015. Name of the injector was not provided. There was no immediate pain during the injection. Upon returning home, the patient noted that the tip of her nose became pale and she experienced numbness. Over the following few days, the initial pallor became bluish in color, which the patient thought was secondary to bruising. Blisters began to form and the patient was referred to the reporting doctor. The reporting/treating physician diagnosed necrosis, from the nose tip extending to the glabella region, and started patient on amoxicillin, a burn cream, and fucidin cream. The physician noted that the incident would be permanent as the patient will have a scar. No additional follow up information has been provided.